Event description:
It was reported that during a laparoscopic hysterectomy procedure, the balloon burst. Water volume was from 8 ml to 10 ml. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Did the issue occur pre-operative or intra-operative? Intra. Was this the initial use of the device?---yes. How long has the surgeon been using this device? ---no information. What other devices were used in conjunction with the device? ---no information. Was the sales rep present during the event? ---yes. The device returned had a cut in the balloon, likely caused by a sharp instrument. The balloon can be easily compromised if it comes in contact with a sharp object or packaging material. The devices are tested twice during production, first after tip assembly and again prior to packaging for shipment. There were no anomalies found after reviewing the work orders for these lot numbers. The lots passed all testing and all data recorded was within required specifications.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.